Event description:
The customer reported difficulty acquiring v3 of 12-lead ECG.

Manufacturer narrative:
The customer reported difficulty acquiring v3 of 12-lead ECG. A philips field service engineer (fse) evaluated the device at the customer site, confirmed the failure, and determined the cause to be the ECG leads trunk cable. The fse replaced this cable and resolved the issue.